Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 6. Strip code: 6. Strip storage: unknown. Symptoms: unknown. The pt's family member reported that the pt was treated by emergency medical technician after pt passed out. Their meter allegedly was inaccurately high. The result on their meter was 221 mg/dl. The result on the emergency medical technician meter was unknown. Treatment was with glucose. No further info has been reported.